Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was 500 mg/dl. The customer's mother reported that the customer's insulin pump battery died overnight. Customer's high blood glucose was treated with bolus. Customer's mother declined troubleshoot for high readings. The insulin pump was returned for analysis.